Manufacturer narrative:
Device 9 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the moldable hole was off centered prior to use. She used the wafers anyway and experienced decreased wear time of 2 days. Her usual wear time was 3 days. She felt that the hole being off centered caused the decreased wear time. There was no harm reported by the end user. No photo is available at this time.